Event description:
Procedure type: tubal ligation. According to the reporter: while closing, the needle broke off into the patient's cavity. The surgeon closed the patient then had x-rays taken. The x-ray revealed the location of the needle. The surgeon decided to leave the suture in the cavity.